Event description:
It was reported that oversensing was observed on the ventricular channel leading to pacing inhibition. Patient is pm dependent and had symptoms of being lightheaded. The device was implanted recently, and patient noted to the clinician a few days later feeling symptomatic. The patient presented to the clinic and noise was observed on the ventricular channel. The noise was reproducible in clinic with coughing. It was suspected that the lead is likely not fully connected to the header port. The clinician reprogrammed the device, and scheduled patient to the or for further assessment. During the procedure, body fluids were noted on the lead tip. Device header was cleaned and lead was reconnected to the device. No further noise was seen. Patient was stable prior, during and after the procedure.